Event description:
Same as MDR report 6000086-2006-00879. During a coronary drug eluting stenting treatment procedure, there was balloon withdrawal difficulty. A 2.5x16mm taxus express2 drug eluting stent was deployed in the distal right coronary artery (rca) which had a calcified lesion. The delivery system balloon could not be removed it was deflated. The balloon was then inflated to 14 standard atmospheric pressure (atm/20second (sec) and removed from the stent. This balloon was used to pre-dilate the mid rca calcified lesion. A 2.50x8mm taxus express2 drug eluting stent was deployed in the mid rca. The delivery system balloon was inflated four more times to 16atms/20sec but the balloon could not be removed. It was reported that "the guide catheter dove down and the balloon was successfully removed from the stent. No intra vascular ultra sound (ivus) was performed therefore it is unsure whether the stents were fully expanded. Both stents remained in good position and there were no patient complications." Additional information has been requested.